Event description:
It was reported the pt did not charge for use the system for six months. As a result the ipg cannot communicate with external devices. Surgical intervention is planning to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.